Event description:
It was reported that stent damage occurred. The 80%-90% stenosed target lesion was located in the seriously calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts was lifted up and could not cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the promus premier ous mr 24 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80%-90% stenosed target lesion was located in the seriously calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts was lifted up and could not cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.